Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by stomachache and turbid effluent. The same day as the event onset, the patient was hospitalized via the emergency room. The cause of and treatment for peritonitis were not reported. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.